Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
During a permanent implant procedure for an evoke spinal cord stimulation (scs) system, the surgeon reported difficulty implanting a lead due to patient epidural scar tissue. As a result, the patient was implanted with one lead. A few months later, the patient reported inadequate pain coverage. A lead migration was detected, and the system was explanted. It was noted during the procedure that the anchor was securing the lead and secured within the patient¿s tissue. As a result, the physician determined the migration was not a deficiency of the device.

Manufacturer narrative:
Additional information: section d8/d9: device available for evaluation and date device returned to manufacturer. Section g3: date received by manufacturer. Section h3: device evaluated by manufacturer. Section h4: device manufacture date. The evoke closed loop stimulator (cls), lead, and anchor were returned to saluda for analysis. The anchor passed functional testing. The cause of the reported event could not be determined. Lead migration or suboptimal placement, which may result in undesirable stimulation changes which may require surgery (including revision, explant, and replacement) as a result, is listed as a potential risk in the evoke scs system surgical guide. The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.